Event description:
It was reported that during a prodisc-c procedure, two instruments broke and were unusable for the case. Neither instrument had patient involvement. The distractor broke right before the surgeon milled the keels for the implant. The second item is a 5mm chisel that is bent at the tip and will not function. The surgeon completed the procedure using other instruments from the set.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.